Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out, externalized conductors were observed. Prior to the procedure, no electrical anomalies were noted. Induction test successfully converted the patient. Once the lead was connected to the new device high, out of range, hv lead impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.6-7.4cm, 7.4-7.7cm, and 8.0-8.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 8.4-9.3cm, 11.5-12.2cm, 13.4-13.9cm, and 26.4-27.9cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 3.1-3.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.1-5.5cm and 6.2-6.3cm from the distal tip. The etfe coating was abraded at these locations. A fracture of both rv conductors was noted at 4.5cm from the distal tip. The etfe coating of one rv conductor was abraded at this location. The fracture is consistent with the field observation of high hv lead impedance.